Manufacturer narrative:
(B)(4). Additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The tracheostomy tube was placed in the patient on (B)(6) 2016. On (B)(6) 2016, they found that the patient's vent was alarming and the tube's cuff would not stay inflated. The patient complained about her throat hurting. The patient was recannulated and received a replacement shiley 8dct tracheostomy tube. Upon removing the tracheostomy tube, they found that the top half of the cuff was hard and bright orange. The bottom half of the cuff was soft. The tube was pre-tested prior to use. The amount of air used to inflate the cuff is unknown. The patient is doing ok and does not have any unusual airway anatomy.

Manufacturer narrative:
The failure mode, cuff won¿t inflate and stiff, was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure would have been detected during the 100 percent inflation/deflation test. The cut in cuff condition found in the received sample is not confirmed as related to manufacturing process.